Event description:
It was reported that intra-operatively, the lead helix was stretched out during the attempted lead placement. The physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.